Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding shell migration involving a trident hemispherical solid bk 54mm was reported. The event was confirmed. A visual inspection of a photograph of the device noted no apparent bony ongrowth on the shell. A review of the provided medical records by a clinical consultant indicated, ¿the cause of apparent failure of biologic fixation of the acetabular component requiring revision seven years post-surgery cannot be determined based upon review of the available information. Failure to gain initial contact in zone iii, an obese, moderately active patient, bone graft to the ¿roof of the acetabulum¿, metabolic conditions, medications, and smoking may all have been contributory factors. More information is required to fully evaluate this case.¿ a device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined as further information is needed to complete the investigation for determining the root cause. Based on the information provided, there is evidence to suggest that the acetabular shell may never have achieved biologic fixation. This may have contributed to the reported shell migration.

Event description:
It was reported that the cup moved and had to be revised. Revised acetabular and changed the head. The 58 tritanium cluster 32 degree liner and 32-25 I-fit head with 3 screws.

Event description:
It was reported that the cup moved and had to be revised. Revised acetabular and changed the head. 58 tritanium cluster 32 degree liner and 32-25 I-fit head with 3 screws.